Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion, broken plug strap. Leak test was performed and found openings on device. A microscopic analysis was performed which identify one opening sharp. And also identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A striated edge opening on posterior side assessed as surgical damage.

Event description:
Physician reported right side deflation. Device has been explanted.